Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the catheter issue was identified by x-ray and MRI. The catheter replacement took place on (B)(6) 2014. The patient had not recovered and had ongoing symptoms/issues. The pump was in the process of being titrated back to the original settings.

Event description:
It was reported the patient was not getting pain relief. A dye study was performed and showed a leak at the spinal section of the catheter and a fracture was later confirmed. The manufacturer representative (rep) thought the issue could be because the healthcare professional (hcp) "historically would have scrub tech take stylet out and push saline thought the catheter prior to implant and then put the stylet back in before inserting it". The cause was also reported as unknown. The catheter was revised on (B)(6) 2014 with a new intrathecal catheter. The patient recovered without permanent impairment and was receiving effective therapy. The pump was used to deliver dilaudid.